Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic for follow-up, device interrogation showed an episode of anti-tachycardia pacing therapy as being delivered but with no episodes of vt/vf. The device reported that the diagnostics had not been cleared since over a year previous. Review of the records confirmed that the therapy shown was a result of the diagnostics not being cleared. The device also showed that there had been zone configuration changes since the last read. The clinician stated that no actual changes were made. There were no adverse consequences reported and the device remains implanted.